Event description:
On (B)(6) 2012, it was reported that the patient had back surgery a month prior to the report. After the surgery, the patient's "whole left side" was in pain. Three days prior to the report, the patient's "entire" left side was hurting "extremely bad," so stimulation was turned off and about a half hour later the pain was down to a ''5.'' The same thing occurred on the day of the report. On (B)(6) 2012, it was reported that the cause of the event was unknown and the patient had breakthrough pain. There were no abnormal impedance measurements and the patient had back surgery for left lumbar radiculopathy. Reprogramming occurred on (B)(6) 2012, which was optimized for pain control. It was reported that the patient had a right thalamic device for chronic hemibody pain after tumor resection. There was no revision and the patient had increased leg pain. Hospitalization was not required.

Manufacturer narrative:
Product ID neu_unknown_lead, serial # (B)(4), implanted: (B)(6) 2001, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2001, product type extension. (B)(4).